Event description:
Patient's meter had missing segments. They did not report any symptoms. They noticed that instead of the initial character's "888" on the display, the meter had "444". They did not obtain any blood glucose test results and were unable to follow their insulin regimen. No adverse event or serious injury occurred. Patient did not seek any medical attention from a health care professional. There customer service representative walked the patient through the meter settings over the phone and replaced the meter due to missing segments.